Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the lever to lower the "sponge" on a 7f exoseal vascular closure device (vcd) was blocked again and the physician was unable to place the sponge. Hemostasis was achieved through manual compression, and the button would not depress at all. There was no reported patient injury. The exoseal vcd was used in an interventional procedure. The physician had achieved certification on the use of the exoseal vcd. There were no visible signs of device or package damage prior to use. The device was stored and prepped per the instructions for use (IFU). Regarding the puncture femoral site, the femoral artery¿s suitability was verified on angiography, including the insertion angle of the vascular sheath introducer, which was between 30-45 degrees. The vessel diameter was verified to be greater than or equal to 5mm. There was no stent near the puncture site, and the target femoral site had not been previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to the use of the exoseal vcd. The device is being returned for evaluation.

Manufacturer narrative:
As reported, the lever to lower the "sponge" on a 7f exoseal vascular closure device (vcd) was blocked again and the physician was unable to place the sponge. Hemostasis was achieved through manual compression, and the button would not depress at all. There was no reported patient injury. The exoseal vcd was used in an interventional procedure. The physician had achieved certification on the use of the exoseal vcd. There were no visible signs of device or package damage prior to use. The device was stored and prepped per the instructions for use (IFU). Regarding the puncture femoral site, the femoral artery¿s suitability was verified on angiography, including the insertion angle of the vascular sheath introducer, which was between 30-45 degrees. The vessel diameter was verified to be greater than or equal to 5mm. There was no stent near the puncture site, and the target femoral site had not been previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to the use of the exoseal vcd. Two non-sterile exoseal vascular closure devices 7f were returned for investigation. Visual inspection revealed that one unit was received with the deployment lever in the non-depressed position, while the second unit exhibited a damaged deployment lever that was not fully engaged in its assembled position. Both guards were found locked. The plugs were in their manufactured positions, and the indicator wires were deployed. A 7f cordis avanti catheter sheath introducer (csi) was returned inserted onto both units. The indicator windows for both devices were in the black/white position. No additional anomalies were observed during the visual inspection. A functional deployment simulation was performed on the unit with the intact deployment lever. The indicator wire was pulled to transition the indicator window to the black/black position. Full depression of the deployment lever resulted in the expected retraction of the indicator wire and plug deployment, and the indicator window transitioned to the black/white/red position as expected. The second unit could not undergo functional testing due to the damaged condition of its deployment lever, which prevented engagement of the deployment sequence. A high-magnification microscopic evaluation was conducted on the internal mechanisms of both devices. No abnormalities were noted aside from the previously identified damaged deployment lever on the second unit. The reported event of ¿deployment lever (button)-frozen/locked¿ was not observed through analysis of the returned devices as one passed functional analysis with no anomalies noted, and the other device could not be tested due to the disengaged button condition. The exact cause of the issue experienced by the user could not be determined during analysis of the returned devices. Although the complaint involved only one device, two were returned for analysis. For the first device, the deployment lever functioned normally and was able to be fully depressed. If this was the complaint device, procedural/handling factors, such as attempting to depress the button before the indicator window displayed the solid black position, may have contributed to the issue experienced by the user since there were no anomalies noted. However, the second device was received with the deployment lever disengaged from its assembled position, suggesting that excessive force may have been applied, pulling the button away from the handle. Due to this condition, functional testing could not be performed. However, no anomalies were observed to the internal mechanism. If this was the complaint device, the disengaged condition could have prevented proper functionality, likely due to procedural/handling factors. However, since this condition was not reported by the customer, it is unclear whether it occurred during the procedure or as a result of post-procedural manipulation. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿do not use the exoseal vcd if the device appears damaged or defective in any way.¿ also, the IFU cautions, ¿the exoseal¿ vascular closure device procedure should be performed by physicians who have expertise in the techniques of vascular catheterization (or other healthcare professionals authorized by, or under the direction of, such physicians) and possess adequate training in the use of the device, e.g. Participation in an exoseal¿ closure device training program.¿ additionally, the IFU instructs, ¿while holding the exoseal¿ vcd in the right hand, making sure the thumb is not placed on the plug deployment button, continue retracting the exoseal¿ vcd and vascular sheath introducer very slowly (controlling retraction with the left hand) until the graphic pattern in the indicator window changes to a solid black color, at which point the plug is correctly positioned for deployment. Caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1 cm of retraction from the point pulsatile flow significantly slowed or stopped, discontinue the use of the device. Caution: further retraction of the exoseal¿ vcd and the vascular sheath introducer will cause a set of red and white bars to appear in the indicator window, as a warning that no further retraction should occur prior to plug deployment. If further retraction occurs, discontinue the use of the device. Use the left hand to anchor the vascular sheath introducer and the exoseal¿ vcd in a stationary position. Press the plug deployment button to deploy the plug, ensuring the plug deployment button is fully depressed and flush against the handle assembly. The indicator wire will automatically withdraw and the plug will be deployed.¿ neither the product analyses, nor the information available for review suggest that the reported event could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device has been analyzed but the final, approved draft of the engineering report and its conclusion is not yet available due to need for review. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.